Event description:
The handpiece was tested and not recognized by 3 consoles until the sonotrode was put on it. Another handpiece without a sonotrode was tested and was found to be recognized by the consoles. The issue was detected at the beginning of surgery. There was no patient injury. The patient was already anesthetized when the issue occurred. The event lead to an increase of surgery time of 30 minutes but there was no patient adverse consequence to the patient.

Manufacturer narrative:
Integra has completed their internal investigation on 01/08/2016 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: reported failure was confirmed; it was observed during investigation we have observed that the transducer function found to be outside of specifications. As part of the repair, o-rings, and transducer with serial number (B)(4) were replaced and recalibrated to specifications prior to the handpiece been returned to customer DHR review was completed for cusa excel handpiece serial number (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: nov-2014. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The customer complaints review completed in trackwise identified no other complaints have been received to date for these serial numbers. The DHR review has been deemed satisfactory. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed in trackwise using the following key words ¿hp not working¿ and root cause ¿faulty transducer¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. Conclusion: the failure analysis investigation has concluded the cause defective handpiece was due transducer function found to be outside of specifications, therefore faulty transducer.